Event description:
Pt presented to clinic for follow up visit. Complaining of high blood sugar and trace urine ketones through the night. Very fatigued. C/o nausea. Pt had attached a deltec coz monitor which was attached 4 days before. Download of pump history revealed a rapid disp in battery power from 100% to 25%) between 1:40 am and 5 am. Family member had noticed it was difficult to securely screw up on battery cap when attaching coz monitor also noted blood glucoses they had done not appearing in device memory. Nor were they in down load. Blood glucose was still elevated in the office and correction given by syringe. Ketones negative. Coz monitor removed. Pump working fine now. Customer support called.